Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report number: 3005334138-2018-00389. During an atrial fibrillation ablation, a pericardial effusion occurred. At the end of the procedure an echocardiogram revealed an effusion. A pericardiocentesis was performed and the patient left the lab in stable condition. There were no performance issues with any abbott device.